Manufacturer narrative:
An event of patient effects heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported heart block. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not had a prior medical history of right bundle branch block (rbbb)/left bundle branch block (lbbb) or atrioventricular (av) block. There was no calcification from the annulus to the sub valvular to left ventricular outflow tract (lvot). The length of the membranous sputum was 3mm. On (B)(6) 2025, during the procedure, the patient experienced a complete av block (cavb) at the time of valve placement. The valve was noted to be positioned twice during the implant. It was implanted at a final depth of 3mm non-coronary cusp (ncc) and 3mm at the left-coronary cusp (lcc). The patient was managed immediately with temporary pacing as an intervention due to the persistent cavb while leaving the procedure room and was subsequently transferred to the ICU. The reporter said since the patient was on bypass, it was unable to answer if the patient remained hemodynamically stable throughout the procedure or not. However, there was no clinically significant delay noted. It is unknown if the patient required a pacemaker implant or was hospitalized for an extended period to monitor the heart rate. The physician believes the patient or user experienced adverse health consequences due to the performance of the product. It was noted that the valve placement procedure was the presumed reason for the event. The patient¿s status was stable at the time of follow-up of this report.